Manufacturer narrative:
The reported event of lead dislodgement, over-sensing, and inappropriate shocks was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the proximal region, consistent with procedural damage. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2025-17373. It was reported that a merlin on demand transmission was received from the emergency department for a patient who received 49 shocks due to right ventricular (rv) lead dislodgment. The stored electrograms (egms) showed the ventricular lead sensing both p and r waves leading to inappropriate shocks. The patient was scheduled for an rv lead revision on (B)(6) 2025. Before the procedure, it was noted that the left ventricular (lv) lead was not capturing at high thresholds and was also dislodged, confirmed under fluoroscopy. Both the rv and lv leads were explanted. There were no adverse health consequences, the patient was stable.